Manufacturer narrative:
(B)(4). Concomitant medical products: 00771101300, femoral stem 12/14 neck taper, 63456589, 00620006222, shell porous with cluster holes 62 mm, 63176497, 00631006228, xlpe liner, 63078406, 00110100200, doughtype radiopaque bone cement 40 g polymer powder, 63171719. Report source, foreign ¿ events occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-00189, 0002648920-2018-00059, 0001822565-2018-00188, 0001822565-2018-00554. Hospital discarded as biohazard.

Event description:
It was reported that the patient underwent a total hip arthroplasty. Subsequently, the patient was revised due to infection. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient was revised to address infection. The patient had difficulty ambulating which required the use of crutches. No further information is available at this time.